Event description:
The facility's biomedical tech reported a fail code 808:07, which occurred during biomed testing. The biomedical tech stated that there have been no reports of any pt incident involving this pump since the last baxter service service event.